Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and rash ("frequent rashes"). The patient was treated with surgery (underwent a hysterectomy to remove her essure coils). Essure was removed in 2014. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and rash had not resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; on an unknown date: her coils were properly placed. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils appeared to be perforating through tubes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (essure insertion). In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), rash ("frequent rashes / skin rashes"), abdominal tenderness ("abdominal tenderness") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic discomfort, abdominal pain, rash, abdominal tenderness and allergy to metals had resolved. The reporter considered abdominal pain, abdominal tenderness, allergy to metals, fallopian tube perforation, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Since the removal surgery, plaintiff symptomatology has completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils well placed; both tubes were occluded x-ray - in 2015: coils appeared to be perforating through tubes. Most recent follow-up information incorporated above includes: on 29-mar-2018: the events ¿abdominal tenderness¿ and ¿coils appeared to be perforating through tubes¿ were added. Essure removal date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils appeared to be perforating through tubes") in a 20-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (essure insertion). In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), rash ("frequent rashes / skin rashes"), abdominal tenderness ("abdominal tenderness"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy in the end of 2015). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic discomfort, abdominal pain, rash, abdominal tenderness, allergy to metals and alopecia had resolved. The reporter considered abdominal pain, abdominal tenderness, allergy to metals, alopecia, fallopian tube perforation, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Since the removal surgery, plaintiff symptomatology has completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils well placed; both tubes were occluded x-ray - in 2015: coils appeared to be perforating through tubes. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters age and event hair loss added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.